Event description:
It was noted that the mesher comb was bent. Cutter was noted to be damaged, and upon evaluation it was noted that the device failed cut test. No harm or delay were reported along with this event. No other adverse events were reported. No further event information available at the time of this report.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined the cutter failed the test cut due to an incomplete mesh; damaged cutter; however, the repair was not completed because cutters are not repairable. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2022-00425.